Manufacturer narrative:
One device was received for evaluation. Visual inspection found no external damage. A 'primary audible alarm post' and 'acu watchdog error' alarms were found in the event history log. Functional testing was unable to duplicate the reported problem; however, it was verified in the event history log. The root cause was unable to be established. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that upon startup, the biomed passcode was prompted, system malfunctions were displayed, and acu watchdog errors were noted in the event log. The event occurred during setup. There was no patient involvement and no patient harm.